Event description:
It was reported that during a follow- up visit, low ventricular sensing, pacing threshold and impedance increasing were observed. The lead was explanted. The explanted lead will not be returned.